Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a lump along with pain, swelling and tenderness at lead incision site. It was also stated the patient experienced ineffective stimulation in the back (pain pattern: back and right leg). Reprogramming was unable to restore effective stimulation. Surgical intervention was undertaken on (B)(6) 2016 wherein the lead was repositioned and the anchors were buried deeper which resolved the issues. Reportedly, effective stimulation was restored postoperatively.